Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurate results of 235 and 155mg/dl obtained using the subject device within 20 minutes of each other. In two additional related complaints, the reporter alleged inaccurate results of 426 and 379mg/dl, and also 436 and 243mg/dl respectively, obtained using the subject device, the results of each comparison within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.